Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed global transmitter functional test and pass. Performed share review and passed. The reported event of a loss of connection was not confirmed. The allegation is not confirmed because no relevant issues were found within the investigation window